Manufacturer narrative:
H10: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 153349 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/lot 153349 , test base part number 195-430h/lot 148377. The lot met the required release specifications. A review of the complaints reported as false positive and false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m162377 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue , however a possible assignable root cause is sample interference or cross contamination.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported a unconfirmed false positive result with the binaxnow¿ covid-19 antigen self test performed on (B)(6) 2021 on a nasal swab . Initial testing was performed on (B)(6) 2021 and generated a negative result with binaxnow¿ covid-19 antigen self test. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected data and additional information. Please see updates fields: d2,d3,g1, and g4.